Manufacturer narrative:
Unable to confirm serial number.

Event description:
The customer reported the nibp (non-invasive blood pressure) will take an initial reading and then not update throughout the case. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.